Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of ae: approx 10 months post procedure. It was reported that approx 10 months post an uneventful right internal carotid artery stenting procedure, the pt was found to have in-stent restenosis. The pt was rehospitalized and balloon angioplasty was performed with a non-abbott device to correct the restenosis. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Restenosis is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.